Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the pump could not charge properly without the customer maneuvering the cable into the charging port at a certain angle, in order to complete a successful charge. The customer stated there was no visible damage to the usb port. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump until the replacement was received.